Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (8/31/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately high results compared to his feelings. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient reported testing on his lfs meter and obtaining readings of "234, and 179mg/dl." The patient reported using metformin (unknown dose) with diet and exercise to manage his diabetes. The patient reported in response to the high reading, he gave himself an increased dose of metformin, 3.5 pills (unknown dose). The patient reported 2-2 ½ hours later, he felt "numbness and sweaty." It is unclear if the patient's symptoms were intermittent, ongoing or worsened. The patient denied receiving any treatment in response to the symptoms. The patient reported on (B)(6), another unknown meter was used, and a reading of "190mg/dl" was obtained. The patient did not report any action with this reading. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. A control solution test was not completed due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient alleged obtaining an inaccurately high blood glucose reading, administered medication based on that reading, developed symptoms suggestive of hypoglycemia.